Event description:
The consumer alleged while using the product on her back started to spark and burned her stomach and arm. The consumer has not decided to seek medical attention.

Manufacturer narrative:
11/24/2020 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device. 3/26/2020 - we received the device on 2/17/2021. The investigation has been completed. Below is the manufacturers narrative: manufacturers narrative: complaint mentioned it was purchased "6 months ago", but unit is 24 years old. New for this owner but used for many years. No testing was possible. Unit was not working on receipt heating pad is 24 years old. There are significant signs of abuse during use. There are folds and wrinkles in the pvc that can only happen if used incorrectly. Heating pads are designed to be draped over the area to be treated with nothing on top of it. This would cause the heating pad to remain flat. There would be no creases or areas that were folded. As you can see from the photos, the area that overheated was folded during use. The creases are heated in place which shows it was being used in this position. This folding causes the sonic welds to break and internal heating wires to move closer to each other and even overlap - bypassing the thermostat heat controllers. This creates hot spots and can reach unwanted elevated temperatures. The ib provides instructions that include: 1 - drape heating pad over body part to be treated. 2 - do not sit or lay on top of heating pad. 3 - do not cover heating pad during use.

Manufacturer narrative:
11/24/2020 - we have requested the device be returned to the manufacturer for an investigation. To date we have not recieved the device.

Event description:
The consumer alleged while using the product on her back started to spark and burned her stomach and arm. The consumer has not decided yet seek medical attention.

Event description:
The consumer alleged while using the product on her back started to spark and burned her stomach and arm. The consumer has not decided to seek medical attention. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Manufacturer narrative:
11/24/2020 - we have requested the device be returned to the manufacturer of an investigation. To date we have not received the device. 3/26/2020 - we received the device on 2/17/2021. The investigation has been completed. Below is the manufacturers narrative. 03/26/2021 - the supplemental emdr has been submitted to the FDA and filed in the red folder. Below is the manufacturer narrative: manufacturers narrative: complaint mentioned it was purchased "6 months ago", but unit is 24 years old. New for this owner but used for many years. No testing was possible. Unit was not working on receipt. Heating pad is 24 years old. There are significant signs of abuse during use. There are folds and wrinkles in the pvc that can only happen if used incorrectly. Heating pads are designed to be draped over the area to be treated with nothing on top of it. This would cause the heating pad to remain flat. There would be no creases or areas that were folded. As you can see from the photos, the area that overheated was folded during use. The creases are heated in place which shows it was being used in this position. This folding causes the sonic welds to break and internal heating wires to move closer to each other and even overlap - bypassing the thermostat heat controllers. This creates hot spots and can reach unwanted elevated temperatures. The ib provides instructions that include: 1 - drape heating pad over body part to be treated. 2 - do not sit or lay on top of heating pad. 3 - do not cover heating pad during use. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.